Manufacturer narrative:
(B)(4). At this time the system remains implanted. The investigation is ongoing. Upon additional information this investigation will be updated.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information noted that a revision took place and this rv lead was left insitu. The device was explanted. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this patient had a gradual increase in pacing impedance measurements while the pacing thresholds were stable. The device was programmed to unipolar pacing and bipolar sensing. It was not possible to recreated noise. It was noted that the pacing impedance measurements had trended upwards in the least year. A request was made for review to boston scientific technical services (ts). Ts discussed to continue normal follow up as all parameters appeared normal. No adverse patient effects were reported. The most recent information noted that a follow up took place and the pacing impedance measurements and pacing thresholds had increased over the last three months, and possible insulation damage or a right ventricular lead fracture was alleged. Noise was also confirmed. The patient was in complete heart block. A revision procedure was scheduled for a new right ventricular lead.